Event description:
It was reported that the patient had high impedances on the paddle lead and was unable to enter MRI mode. It was also reported that prior leads had been cut/abandoned. As a result, the patient underwent surgical intervention on (B)(6) 2024 to replace the paddle lead and fully explant the previously abandoned leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.